Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Braking force and brake function test: to measure the braking force, we tested the prosa® with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Adjustment test: the adjustment test is used to ensure that the prosa® can be adjusted to all pressure levels. The tests are carried out with the standard prosa® check-mate and measurement tool. The prosa® valve is adjusted from 0 to 40 cmh2o and down again in increments of 4 cmh2o. Results: the visual inspection showed a visible deformation on the housing of the prosa® valve. The visually noticeable deformation on prosa® could be confirmed with a value of -0.0640 mm with the help of plane-parallelism measurement. The measured value was outside the permissible tolerance [0 ± 0.02mm]. Excessive pressure, e.g. From the adjustment instrument or a fall or blow on the patient's head, can endanger the integrity of the valve. The permeability test showed that prosa® is permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the prosa® valve. It was possible to adjust the prosa® in steps of 4 cmh2o upwards and downwards to all pressure levels. The function of the brake could be verified without any problems. Also the measured braking force was within the required specification. Finally, we have dismantled the valve. After opening the valve, clear deposits were found inside. Based on our examination results, we cannot confirm the suspicion of "non-adjustability" of the prosa® valve at the time of our examination. We suspect that the deposits found inside the valve led to the functional impairment in the past. We can exclude a defect at the time of release. Deposits caused by natural substances in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a prosa. The reporter suspected a "non-adjustability". Patient information: age: (B)(6) years. Weight: (B)(6) kg. Hight: 125 cm. Gender: unknown.